Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was broken. A field service engineer (fse) worked with customer and troubleshooting and checking all connections, determined that the station keyboard required replacement. The keyboard was replaced, and the station was rebooted due to the keyboard being completely nonfunctional. The customer then tested the new keyboard and confirmed it was operating successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was broken, customer checked the plugs and was still not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.